Event description:
It is reported that the pt was revised due to fracture of the liner.

Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Eval summary: this device has been in vivo for approximately 7 yrs, 2 months. Primary surgical notes stated that the hip was stable through the range of motion with no complications being noted. Revision surgical notes stated that the pt had hyperkyphotic deformity and hyper flexion of the pt's pelvis which caused them to walk in a very awkward fashion. It was found that the liner had fractured anteriorly at the rim. Based off the info provided, although not proven, the pt hyperkyphotic deformity and hyper flexion may have caused the liner to fracture. However, a definitive cause for the experience observed cannot be determined with certainty. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.